Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. The patient had a narrow aortic bifurcation of 16 mm in diameter. It was reported that approximately one month post implant the patient presented to the hospital and complained of pain during walking. It was confirmed that the contralateral limb was occluded due to thrombus. One day later the physician performed femoral-femoral bypass and implanted a bare metal stent into the ipsilateral limb since the ipsilateral limb also had poor blood circulation due to pressure from the contralateral limb. The physician stated the narrow aortic bifurcation caused the blood flow disturbance. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: occlusion. Narrow aortic bifurcation. Conclusion: narrow aortic bifurcation.